Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface and hinge components to address instability approximately three (3) years post-operatively. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - concomitant devices - zimmer segmental articular surface with hinge post size d 12mm catalog #: 00585004012 lot #: 64174178. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.